Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot #? Please confirm what post-op quality issue noticed with the suture device used on patient? What do you mean by "the suture was in small pieces" ? Please explain did the suture break post-op ? Or did the suture have absorption issues? If absorption issues, was it slow absorption or fast absorption? If there was no dehiscence noticed in patient then what do you mean by "patient is still having wound issues" ? What was done to treat the patient for the wound issues? Was there any other treatment ( medical or surgical intervention / antibiotics or prescription medication) / re-suturing provided to patient ? Patient current condition?

Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and a barbed suture was used. Nine or ten weeks post op, the suture was in small pieces. The fascia was not dehisced. There was one spot with a hematoma but it cannot be directly correlated to the barbed suture. The patient is still having wound issues, but this per the surgeon, is because of the patients comorbidities. The comorbidities are unknown. There were no adverse patient consequences reported. Additional information has been requested.